Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01243 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01244 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter. Another attempt to deploy the clip was done and the clip was noticed to release from the catheter; however, the clip fell off the tissue. The same issue occur with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.